Event description:
Case description: investigation result: novopen echo - batch unknown, no investigation was possible, because neither sample nor batch number was available. Since last submission the following has been updated: "malfunction", "is non reportable" field updated. "Qc result" and "qc comment" field updated. "Expected date of fu" updated. Final report ticked. Annex b,c,d,g codes updated. Narrative updated accordingly. Final manufacturer's comment: 19-mar-2025: these suspected device has not been returned to novonordisk for investigation. No investigation was possible, because neither sample nor batch number was available. No conclusion is reached. H3 continued: evaluation summary. Novopen echo - batch unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) elevated blood glucose levels (up to 500 mg/dl) [blood glucose increased] the pen dropped before [device dislocation]. Case description: this serious spontaneous regulatory authority case from bundesinstitut für arzneimittel und medizinprodukte, germany was reported by a health care professional as "elevated blood glucose levels (up to 500 mg/dl)(blood glucose increased)" with an unspecified onset date, "the pen dropped before(device slipped)" with an unspecified onset date, and concerned a 780 months old male patient who was treated with novopen echo (insulin delivery device) from unknown start date for "device therapy", patient height, weight and body mass index were not reported. The event blood glucose increased and device slipped were medically significant. Dosage regimens: novopen echo: current condition: type 1 diabetes mellitus (duration not reported). Concomitant products included - novorapid penfill (insulin aspart 100 u/ml) solution for injection, 100 u/ml. On an unknown date, patient experienced elevated blood glucose levels (blood glucose) of up to 500 mg/dl for about three days during the use of novopen echo. The pen dropped before. Batch numbers: novopen echo: requested. The outcome for the event "elevated blood glucose levels (up to 500 mg/dl) (blood glucose increased)" was recovered. The outcome for the event "the pen dropped before (device slipped)" was not reported. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. Preliminary manufacturer's comment: 03-feb-2025: the suspeted device has not been returned to novonordisk for investigation. No conclusion is reached. References included: reference type: e2b report duplicate. Reference ID#: (B)(4). Reference notes: reference type: e2b authority number. Reference ID#: (B)(4). Reference notes: bundesinstitut für arzneimittel und medizinprodukte.